Manufacturer narrative:
On 9/24/2019, it was discovered that psychiatric disorder (3191) was erroneously omitted from initial report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/22/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was discovered that section d10, was erroneously omitted from follow up report 2. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. Additionally developed capsular contracture and experienced emotional distress. The device was analyzed and no apparent damage could be identified. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/14/2020. Patient underwent bilateral removal and replacement with 375cc mentor smooth high profile memorygel breast implants on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker's grade iii and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent breast augmentation revision surgery with two 290cc mentor smooth round high profile saline breast implants experienced right sided pain, discomfort, difficulty lifting arms, inability to perform daily task due to pressure on right side, right sided implant leakage, unable to lay down on right side, emotional distress, unable to lay on stomach and pain on left side due to right side complications post procedure. On (B)(6) 2019, patient was seen by a physician who confirmed right sided capsular contracture baker¿s grade iii and right sided implant leaking.as a result, patient has a planned explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-18796 for contralateral prosthesis report.